Event description:
The director of material mgmt reported that the nursing staff plugged the flowmeter into the wall oxygen outlet, resulting in a "brief, violent" fire which severely damaged the flowmeter. There was no pt involvement, but the nurse reported hit in the chest with debris; no injury was reported. The customer stated upon their initial investigation that the cleaning solution was flammable and the process of cleaning the flowmeter with this solution may have contributed to the flash fire. The customer does not feel that the flow meter was defective. This report is not an admission by co that this device caused or contributed to the event alleged in this report.